Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 5 years after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and not requested. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
A (B)(6) male with relevant medical history of coronary artery disease, hypertension, hyperlipidemia, and prior coronary artery bypass graft (cagb) surgery ((B)(6) 2005) presented with stable angina. The patient enrolled in a (B)(6) study. Angiography showed a type a, 80% stenosed lesion (with timi flow 2) in the proximal right coronary artery (rca). On (B)(6) 2014, the patient underwent percutaneous coronary intervention (pci). The lesion was pre-dilated, followed by deployment of a 3.0 x 8 mm cobra pzf¿ nanocoated stent in the proximal rca. No post-dilatation was required. The procedure was concluded without complication. On (B)(6) 2019, the patient presented with angina. The patient was admitted and was revascularized. The event was reportedly resolved with sequelae on (B)(6) 2019. Per the investigator, the event is not related to index procedure but definitely related to study device. Additional information was requested.